Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: the battery compartment was found to be cracked. The battery cap threads were stripped and the battery cap was unable to maintain a connection. Moisture corrosion was observed on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power to the pump with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.